Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was uncomfortable where it was implanted. Dr. (B)(6) opened the incision and moved the device to a different location. No trouble shooting was done because that would not help. Issue was resolved.